Manufacturer narrative:
The field service engineer checked the analyzer and found the level of cleaner dispensed into the cell was low. A system check was performed and there were no inconsistencies. Precision studies were performed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas pro c 503 module. The patient sample initially resulted in a calcium value of 6.6 mg/dl and this value was reported outside of the laboratory to the doctor. The patient was sent to the emergency room the next day and a second sample was collected from the patient. This sample resulted in a calcium value of 9.0 mg/dl on (B)(6) 2021. The complained sample was then repeated, resulting in a value of 9.8 mg/dl. The calcium reagent lot number was 51651201, with an expiration date of 28-feb-2022.

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Quality controls were within range before and after the event. Upon review of the alarm trace, there were multiple abnormal cell blank alarms on the day of the event near the time the sample was processed. The field service engineer later determined the sample probe was misaligned. A complete alignment of the probes was performed. The customer ran controls and verified results. The investigation determined the service actions resolved the issue.